Event description:
Female customer reported she had surgery for removal of a basal cell cancer from her chin. The stitches were removed eight days following surgery and she reported there was a small opening in the mid portion of the incision. Customer reported 1533-0 micropore tape was applied to the incision. Within 24 hours of the tape application, she allegedly experienced redness, blisters and oozing of yellowish colored fluid from the skin where the tape had been applied. Customer reported the reaction spread beyond the borders of the tape application and she was treated with a rx for an oral methyl prednisolone dose pack. She reportedly has two remaining days for the dose pack treatment, the redness has decreased and her chin looks better.